Manufacturer narrative:
Common device name from penile prosthesis to device, impotence, mechanical/hydraulicpma/510(k) from k821628 to n970012.

Manufacturer narrative:
Cylinders and pump model 72404231, serial (B)(4), manufacture date 08/26/2015 expiration date 08/10/2017. Reservoir model 72404155, serial (B)(4), manufacture date 03/25/2016, expiration date 03/11/2018. Analysis results: the tried, not used inflatable penile prosthesis was visually inspected and functionally tested. No leak was found. The cylinders, reservoir, and pump performed within specifications.

Event description:
It was reported that during an inflatable penile prosthesis original implant surgery, the physician got into the iliac artery and the case was aborted. No components were implanted. No further complications were reported in relation to this event.